Event description:
It was reported to boston scientific corporation that a jagwire guidewire was used during an ercp (endoscopic retrograde cholangiopancreatography) and stent removal procedure on (B)(6), 2011. According to the complainant, during the completion of the procedure a piece of a jagwire guidewire was found in the scope. It is unknown where the jagwire fragment originated. It was reported that it was unclear if the guidewire fragment was from the guidewire used during this procedure or a previous procedure. The procedure had been completed and there were no patient complications reported. Post-procedure, the user recreated a sheared wire in the lab in order to confirm that this was a fragment of a guidewire.

Manufacturer narrative:
(B)(4):the complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.